Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site which was opening up and feeling warm. The patient was administered antibiotics to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of explant is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue.